Manufacturer narrative:
No apparent shipping damage was noted. Service was not dispatched. Root cause is unknown for this event. (B)(4).

Event description:
A beckman coulter inc. (Bec) operator reported receiving bottle of act 5 diff wbc lyse bottle which had leaked form the bottom causing damage to six other bottle labels. The operator was wearing gloved at the time of the incident. No exposure, or contact with the eyes or skin, open wounds or mucous membranes. The msds was reviewed and there is an exposure control / risk management plan in place at the facility. No death, injury or change to patient treatment attributed or associated to this complaint.